Manufacturer narrative:
On 06/17/2010, device qc performed. On 06/21/2010, device qc performed.

Event description:
This is a serious (medically important) spontaneous case report received by phone on (B) (6) 2010. A general practitioner reporter about a female pt. No details were reported on relevant history, concomitant diseases and concurrent drugs. After treatment with poly-l-lactic-acid (sculptra) the pt experienced an allergic reaction (location: face) with severe facial swelling. Corrective treatment included cortisone, outcome was not reported. No further information received. Additional information received on 06/17/2010 from physician: female pt developed quincke edema in the face with dyspnea 4 hours after injection of sculptra at a dentist. She therefore went to a general practitioner as case of emergency. After intravenous injection of cortisone and anti-histamines, the pt completely recovered.